Event description:
No additional event information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 the event is confirmed. Review of the most recent repair record identified the following related repair: the rpms were in specification, however the device was out of calibration and was re-calibrated to resolve the issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery while taking the skin graft the device skipped unevenly while in use. There was no patient impact or harm. There was no delay. The skin graft was taken from patient's right thigh. The graft was damaged and not complete when trying to be obtained. No additional graft was taken. No sutures were needed. Due diligence is complete.